Event description:
This report is for the patient's left eye lens implant where it was reported by the patient that her vision is 20/20 in the day time. She is noticing blurriness during the evening and night that is making her unable to drive. Six (6) weeks ago she had an infection of the left eye and she went to her implanting doctor, dr.(B)(6). She was prescribed oral doxycycline 250 mg that she took for three and half (3.5) weeks. Patient was also prescribed tobradex eye drops. Her eye infection is not resolved. She has gastric irritation due to the antibiotics and now will be going to the gastroenterologist. Patient is very unhappy that her vision during evening and night is very blurry, more than before surgery. Further, patient commented that the (surgical) facility was not well taken care of and/or clean. Boxes were stacked in the surgery room, dusty and patient was concerned that may have something to do with her infection. The onset of the patient's symptoms was not provided, thus an event date is unknown. No further information was provided. Patient has a companion lens implanted in her right eye that will be reported in a separate emdr.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown. Explant date: not applicable (na) - to date, the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date the lens remains implanted. A review of the manufacturing records was performed. The sterilization batch was released and there were no non conformances. The products were sterilized according to specification. A historical review over the past four (4) years shows that the endotoxin data were within product specification. There are no associated nonconformity material reports with respect to the production order. The results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the lens was manufactured. Product was not produced under deviation. There were no process and/or material changes within the production order. The information did not indicate any relationship with the design or manufacturing and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.